Event description:
It was reported that on (B)(6) 2021, an orthopedic procedure was performed for unknown reason. Tibia nail jig tabs broken after case was done. Tabs broke while disassembling jig after case completed. No patient consequence reported. This report is for one (1) aiming arm/ radiolucent. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the aiming arm/ radiolucent (part: 03.043.029, lot: 2024202) was received at us cq. The latch component was cracked and had a piece broken off. The broken off piece was not returned. No other damage was noted on the device. CAPA-011092 has been raised for this part to address the issue of broken carbon fiber latches. Further actions will be recorded as a part of the CAPA process. Dimensional inspection: a dimensional inspection was not performed due to the complex geometry of the part. Document/specification review: based on the date of date of manufacture, the following drawings were reviewed. No design issues or discrepancies were found. Conclusion: the complaint was confirmed for the aiming arm/ radiolucent (part: 03.043.029, lot: 2024202). The root cause of the complaint condition was determined to be "a clear external user-caused issue by not following the stg and IFU instructions." CAPA-011092 was opened to further address the broken latches. All further actions will be recorded under CAPA-011092. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - part # 03.043.029; lot # 2024202; manufacturing site: selzach; release to warehouse date: 21 dec 2020; supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.